Manufacturer narrative:
Pharmacovigilance comments: the serious expected event of anaphylactic reaction, the non-serious expected events of loss of consciousness, feeling hot, pallor, blepharospasm and the unexpected events of vertigo, hyperhidrosis and snoring were considered possibly related to the treatment. Serious criteria included the need for urgent medical treatment with adrenaline and hospitalization. The likely root cause include the patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Manufacturer narrative: routine investigations have been performed and indicate a possible involvement of the product. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 22-apr-2021 by an other health professional which refers to a (B)(6) year-old female patient. The patient had no known medical history or allergies. The patient was not taking any concomitant medications. No information about previous filler treatments has been provided. On (B)(6) 2021, the patient received treatment with 1 ml restylane lyft lidocaine (lot 18060) to cheeks, nasolabial folds and corners of the mouth using unknown injection technique and needle type. The patient had 48 hours reflection time, and consents to the treatment. Same day, on (B)(6) 2021, the treatment was started on the right cheek and 1 ml in total was placed. The patient started experiencing spinning (vertigo) and warm sensation in the entire body(feeling hot). The patient was given some water, an icepack and the treatment was stopped. The patient looked sweaty (hyperhidrosis) and pale(pallor). Then patient was placed in trendelenburg position. A short time after patient was uncontactable/comes to consciousness again(loss of consciousness) with snoring breathing(snoring) and eye twitching(blepharospasm). The hcp had called the prehospital rescue personnel right away. The hcp presumed/suspected anaphylactic reaction(anaphylactic reaction) and patient was given 0.3 mg adrenaline [epinephrine] intramuscularly. The patient comes to consciousness again and was feeling better. The blood pressure was measured repeatedly both before and after giving of adrenaline. Measurements include bp: 80/54, 81/40, pulse: 63, 68, 61, (before adrenaline) and pulse: 114, 120, 118, (after adrenaline). Shorty afterwards the prehospital rescue personnel arrived and continued the treatment. A report was given to the anaesthesiologist who took over the treatment. The clinical photo was taken. The patient was still conscious when the rescue personnel drove from the clinic. Outcome at the time of the report: presumed/suspected anaphylactic reaction was recovered/resolved. Spinning was recovering/resolving. Warm sensation in the entire body was recovering/resolving. Sweaty was recovering/resolving. Pale was recovering/resolving. Uncontactable/comes to consciousness again was recovering/resolving. Snoring breathing was recovering/resolving. Eye twitching was recovering/resolving.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 22-apr-2021 by an other health professional which refers to a 62-year-old female patient. The patient had no known medical history or allergies. The patient was not taking any concomitant medications. No information about previous filler treatments has been provided. On (B)(6) 2021, the patient received treatment with 1 ml restylane lyft lidocaine (lot 18060) to cheeks, nasolabial folds and corners of the mouth using unknown injection technique and needle type. The patient had 48 hours reflection time, and consents to the treatment. Same day, on (B)(6) 2021, the treatment was started on the right cheek and 1 ml in total was placed. The patient started experiencing spinning (vertigo) and warm sensation in the entire body(feeling hot). The patient was given some water, an icepack and the treatment was stopped. The patient looked sweaty (hyperhidrosis) and pale(pallor). Then patient was placed in trendelenburg position. A short time after patient was uncontactable/comes to consciousness again(loss of consciousness) with snoring breathing(snoring) and eye twitching(blepharospasm). The hcp had called the prehospital rescue personnel right away. The hcp presumed/suspected anaphylactic reaction(anaphylactic reaction) and patient was given 0.3 mg adrenaline [epinephrine] intramuscularly. The patient came to consciousness again and was feeling better. The reporter stated that the patient first woke up, after 0.3 mg adrenaline administration and hence, was difficult to imagine that it was vasovagal triggered. The blood pressure was measured repeatedly both before and after giving of adrenaline. Measurements include bp: 80/54, 81/40, pulse: 63, 68, 61, (before adrenaline) and pulse: 114, 120, 118, (after adrenaline). Shorty afterwards the prehospital rescue personnel arrived and continued the treatment. A report was given to the anaesthesiologist who took over the treatment. The clinical photo was taken. The patient was still conscious when the rescue personnel drove from the clinic. Outcome at the time of the report: presumed/suspected anaphylactic reaction was recovered/resolved. Spinning was recovering/resolving. Warm sensation in the entire body was recovering/resolving. Sweaty was recovering/resolving. Pale was recovering/resolving. Uncontactable/comes to consciousness again was recovering/resolving. Snoring breathing was recovering/resolving. Eye twitching was recovering/resolving. Tracking list: v.0 initial. 26 may 2021. Aor and follow up questions received from the local ra. V.1 fu received on 22-jun-2021 from the same reporter. Reporter contact details and narrative were updated.

Manufacturer narrative:
Pharmacovigilance comments: the serious expected event of anaphylactic reaction, the non-serious expected events of loss of consciousness, feeling hot, pallor, blepharospasm and the unexpected events of vertigo, hyperhidrosis and snoring were considered possibly related to the treatment. Serious criteria included the need for urgent medical treatment with adrenaline and hospitalization. The likely root cause include the patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Manufacturer narrative: routine investigations have been performed and indicate a possible involvement of the product. The reported lot number was valid and verified the reported product. A batch record review has been performed and no potential quality issues have been identified in the manufacturing process of the specified batch. The batch was manufactured and released according to galderma uppsala quality management system. Thus, it is not assessed as likely that the reaction was caused by a non-conforming product and nothing in the report suggests a product quality issue or a counterfeit product. The performed investigations are therefore considered adequate and no additional investigations will be conducted.